Event description:
The customer reported the alarm sounds intermittently and that the sensor port on the alarm is loose. There was no battery leakage was reported. The customer did not provide the date of event when this occurred. There was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the alarm confirmed the reported issue of intermittent alarm. Alarm sounds as it should when set to tone only mode. When set to voice or voice and tone a clicking noise sounds for a couple of seconds then the unit powers off on its own. The unit powers back up on its own after a few seconds. Custom recording function does not play the recorded message back, only a clicking noise. Nurse call light turns off intermittently at the nurse call test fixture. Used a working nurse call cable and nurse call test fixture. Test sensor connects securely into the unit's sensor port. Unit passes all other functional tests. The warning label is peeling and the battery springs are bent. Note: the instructions for use state: hold alarm vertically upside down to prevent battery spring from bending during battery installation. Take care not to damage battery contacts. Flip battery door down. Push down gently on batteries and slide battery door closed until it clicks shut. Always test alarm and nurse call function prior to leaving the pt unattended. Activate the alarm (remove pressure from sensor, unfasten belt sensor, activate pir sensor or remove magnet from face plate) and make sure the nurse call light for the proper bed and room activate in the hall and at the nurse's station. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, the pir sensor is activated, or magnet is removed from face plate. (B)(4).